Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was sticking out at the wrist. It was concluded that the cable likely broke under tensile loading. The other cables at the wrist were not damaged. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable at the tip of the megasuturecut needle driver instrument popped. No missing or fallen pieces were reported.